Manufacturer narrative:
On 24 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: early mobilization of the acetabular component in hybrid tha in a severely overweight female patient, few months after primary operation. Reportedly, the mobilization took place after a sudden movement of the heavy patient, no trauma as such was reported. The cup chosen looks very large in spite of the shallow acetabulum of the patient. There is no reason to suspect a defective device as the cause of this revision. Batch review performed on 25 november 2016. (B)(4). Not yet received.

Event description:
Revision surgery 4 months after primary due to cup mobilization due to a wrong movement of the patient after surgery.

Manufacturer narrative:
On 07 december 2016 the (B)(4) performed a visual inspection of the retrieved pieces and commented as follows: on the acetabular shell no particular signs can be noted, except some residual of both bone and blood. The liner is still assembled to the shell; the border is particularly damaged. The ceramic femoral head has several signs and scratches, probably done during the revision. The root cause of the event cannot be determined.